Event description:
It was reported through the results of a clinical trial that after angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter duplex ultrasound demonstrated dissection type d and stent was placed. Approximately six months and twelve months post index procedure, duplex ultrasound was performed and stenosis was identified. The subject completed the study.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was conducted. Investigation summary: the sample was not returned. Images and medical records were not provided. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiration date: 10/2020),

Event description:
It was reported through the results of a clinical trial that after angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter duplex ultrasound demonstrated dissection type d and stent was placed. New information: it was reported through the result of a clinical trial approximately 6 months post index procedure, duplex ultrasound was performed and stenosis was identified.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that after angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter duplex ultrasound demonstrated dissection type d and stent was placed.